Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR. Device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately calcified and moderately tortuous second right posterolateral segment. A 10/2.50 flextome cutting balloon catheter was used to dilate the target lesion. During the procedure, it was noted that the device had difficulty crossing the lesion due to calcification. After the device crossed the lesion, the first inflation was performed at 6 atmospheres with 30 seconds duration. During the 2nd inflation, it was reported that the balloon ruptured at 12 atmospheres for the same duration. The procedure was completed with a different device. No patient complications were reported and patient's status was stable.